Event description:
During an arthroscopic bankart repair, the shaft of the inserter migrated into the handle and one anchor broke. The surgeon implanted three devices without issue and on the fourth, the inserter shaft retreated back into the handle. A fifth anchor was being inserted, while banging it in the shaft, the anchor broke at the eyelet. This anchor was removed and replaced with a competitor's device. Sales rep. Stated that, the patient had very hard bone, which may have contributed to the inserter and anchor failure. A delay of about ten minutes took place and no patient injury or complications were reported.

Manufacturer narrative:
No product was returned for evaluation therefore, no determination could be made for the reported device failure.